Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: model: 5076-52 implantable pacing lead; implant: (B)(6) 2011. (B)(4).

Event description:
It was reported that the review of a remote monitoring transmission noted a ventricular high rate episode that exhibited a short run of non-physiologic oversensing. The lead remains in use. No patient complications were reported as a result of this event.